Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an unspecified procedure. The foot was reported to have been deployed and the device was being pulled back (as per needle deployment procedure) when it was noted that the device "pulled through the artery." The physician reported "it felt as if there might be a sharp edge that caused the device to pull through the artery." The device was removed. A femstop was applied for successful chance of the arteriotomy. There was no report of adverse pt event.